Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead exhibited far p-wave over-sensing. Further inspection noted possible lead dislodgement and auto testing revealed that the rv sensing had reduced. On (B)(6) 2020, the lead was repositioned due to dislodgement, but the physician wanted a better location. However, the helix would not extend the second time, so the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.5cm. The reported event of difficulty deploying the helix was confirmed. The reported events of loss of sensing and p-wave over sensing were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.